Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient reported the ipg was inoperable and the ipg was going to be replaced in the future prior to undergoing an unrelated surgical procedure. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was explanted.

Event description:
Follow up information identified the ipg became inoperable due to the patient not recharging the device.